Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer followed guidance to disconnect tubing, tighten connectors, and deliver boluses in attempts to resolve the issue. Despite recurrent alarms, successful bolus delivery was achieved after replacing supplies, allowing resumption of insulin therapy.